Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that for the past couple of weeks they have had issues with connecting to their implant to charge. Pt said that they tried to charge their implant off and on since yesterday and couldn't get the implant to charge. Pt said that today they tried charging their implant for 2 hours and weren't able to get connected. Pt said that they were able to get connected just a little and a message appeared saying to "contact medtronic". Pt also mentioned being brought through passive recharge mode (prm) and seeing 99 and waiting 10 minutes and after 10 minutes the controller couldn't find the device. Pss had pt reset the controller. Pt said their husband helped with resetting the controller. Pt said that their was no visible damage to the controller contacts or controller port. Pt saw no visible damage to the recharger. Pt started a charging session with their implant was was brought to prm. Pt said that the recharger cord was getting really hot by where the recharger cord meets the recharger antenna. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that the recharge antenna failed with an intermittent "no device found" message and failed the antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.